Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed one of the screw inserts on the top case was cracked. A review of the event history log identified check clutch/ plunger lever error. During functional testing using the flow and occlusion test, the reported issue was unable to be verified. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced clutch half's left and right with leadscrew and spring as a preventative measure.

Event description:
It was reported that the pump was needing to be verified it was working correctly. No patient injury was reported.